Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture and high thresholds. The patient experienced a syncopal episode, with loss of consciousness due to an episode of ventricular tachycardia (vt) at 170 bpm, with anti-tachycardia pacing (atp) delivery, which were considered ineffective, requiring 5 shocks, before returning to normal sinus rhythm. The physician reported that the atp and initial shock did not sync properly. The physician advised also that the proximal coil is too high. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data. Ts provided recommendations for system integrity testing, pocket manipulation, isometrics, programming options and x-ray imaging, the device remains implanted. The patient remains hospitalized.

Manufacturer narrative:
This report is being submitted correcting the date of implant of the device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture and high thresholds. The patient experienced a syncopal episode, with loss of consciousness due to an episode of ventricular tachycardia (vt) at 170 bpm, with anti-tachycardia pacing (atp) delivery, which were considered ineffective, requiring 5 shocks, before returning to normal sinus rhythm. The physician reported that the atp and initial shock did not sync properly. The physician advised also that the proximal coil is too high. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data. Ts provided recommendations for system integrity testing, pocket manipulation, isometrics, programming options and x-ray imaging, the device remains implanted. The patient remains hospitalized.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.